Event description:
It was reported that the jeti thrombectomy 8f kit (jeti 8fr catheter, jeti suction tubing, jeti pump set) was prepared but was not holding suction. It was sucking air. The catheter was not yet in the patient when this occurred. Another jeti 8f kit was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, the suction problem and air leak may have been related to set up issue, however, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device component of this jeti thrombectomy 8f kit is filed under a separate medwatch report number.